Event description:
A surgeon reports one patient with an over correction in both eyes following custom lasik surgery. Patient records were provided and indicated this patient was slightly over corrected at approximately 2.5 months post-op. Right eye over corrected 1.75 diopters, left eye over corrected 1.25 diopters. Bcva remained the same pre to post operative and the ucva improved from 20/800 ou to 20/40 in the right eye and 20/30 in the left eye. An enhancement was performed. At 7.5 months post enhancement, this patient exhibited an under correction of .5 diopters in the right eye and an over correction of .75 diopters in the left eye. This patient reported some difficulty with night driving, blurry vision and significant glare indoors with fluorescent lighting and was having difficulties performing his job. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this system. The analysis indicated the laser performance factors analyzed were operating within specification at the time of this patient's initial surgery.